Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. It is also being supplemented to correct sections d5 and g2. The device was returned to olympus for inspection, and it was found that spark marks were on the power cable terminal and the inlet terminal. Based on the results of the investigation the root cause being therefore customer misuse, aggravated by lack of indicated maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented when handling the device in accordance with the instructions for use (IFU) which contraindicate using the mains connector plug as (essentially) a mains switch (applicable to the other end of the mains inlet cable, for example, the wall plug). The IFU also warns against moving the workstation while connected and an indication to perform regular maintenance to identify any connector damage and replacement of the mains inlet lead if required. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; the device (B)(6) was not turned on; spark marks were found on the power cable terminal and the inlet terminal; when the power cable was inserted into the inlet, it was loose; and the power turns off when the power cable is moved slightly. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the workstation set had spark marks on the power cable terminal and the inlet terminal. There were no reports of patient involvement.